Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 20-mar-2023. H6: investigation summary: five (B)(4) samples from lot: 20220517 were received in sealed packaging for investigation. A visual inspection of each of the returned samples found no obvious damage or manufacturing defects which may have contributed to the customer's experience. Attempts were made to replicate the customer's experience of backflow on the returned samples, however in each instance and at varying levels of back pressure being applied, the back check valve successfully occluded the line. The customer's experience was not confirmed on this occasion. The details of this feedback were forwarded to the legal manufacturer, anhui tiankang medical products co., ltd, for investigation. It was not possible to confirm the exact root cause of the customer's experience in this instance. There were no issues identified during testing of the returned products, and it was not possible to identify any manufacturing defects which could have caused or contributed to the customer¿s experience. A review of the production records from lot: 20220622 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that during infusion with bd¿ gravity infusion set there was fluid and blood backflow into the tube. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: during an infusion together with others, it has happened that despite the check valve, the fluid and blood has run back into the tube.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in franklin lakes, nj has been listed and as hanscent is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during infusion with bd¿ gravity infusion set there was fluid and blood backflow into the tube. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: during an infusion together with others, it has happened that despite the check valve, the fluid and blood has run back into the tube.